Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing with noise and a high impedance. The lead was reprogrammed and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.